Event description:
Received a report that pt underwent hip procedure in 2007. Revision surgery was performed in 2009, due to acetabular loosening. No other info is available.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. A facility is holding the product and has performed an evaluation on the returned explant. Report received from facility indicated the cause of the failure was "aseptic loosening (acetabular)".